Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate this unit. The stm was able to verify the failures in the error logs. The stm reported that the errors pointed to the compressor or low vacuum and he re-calibrated the vacuum and pressures. The stm also ran the compressor output tests and all results were in tolerance. The stm was able to run and complete the fill tests with no issues and completed all tests and adjustments necessary and after the unit did not display any issues. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient harm and no adverse event was reported.